Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and found the helium leaking around the helium transducer at the helium tank. The fse removed the transducer and lubricated the o-ring and reinstalled it . Unrelated to the complaint issue, the fse was also completing a preventive maintenance (pm) at the same time, and so he pressurized the system and closed the tank. The cart was set to be pressurized while the fse completed the pm, and all pm service tests and calibrations were completed per service manual. Once completed, the fse checked the helium gauge and verified that there was no helium loss. The iabp was subsequently approved for clinical use and returned to the customer.

Event description:
Customer reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium tank leak. No adverse event was reported.